Manufacturer narrative:
The insulin pump was received with button error alarm and had intermittent up and down buttons response due to moisture damage on the keypad traces. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 9.2 mmol/l. Troubleshooting was initiated for the button error alarm. The customer was outside cutting the grass and the insulin pump was tucked under their shorts when the device alarmed. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.